Event description:
Literature: van buyten, j.p., the performance and safety of an implantable spinal cord stimulation system in patients with chronic pain: a 5-year study. Neuromodulation, volume 6, number 2 (2003). Doi: 1094-7159/03. Summary: reliability and ease of use of the itrel 3 system were prospectively assessed over 5 years in patients with a range of pain syndromes (mainly low back and/or leg pain, or ischemic pain due to peripheral vascular disease). The longevity of the implantable pulse generator (ipg) battery, the frequency with which system settings were changed, and the ease of use of the ez patient programmer were assessed. Reported events: 1. There were 6 cases of infection. 2. There was 1 case of a loss of serial number following an MRI. 3. 3 patients had the system explanted due to infection. 4. There were 7 cases of suspected lead fracture or electrode failure. The reporter stated that as the leads were not returned for evaluation, the lead fracture or electrode failure could not be confirmed. It was noted that some of these patients experienced a lack of benefit as a result of the fracture. 5. There were 6 cases of lead migration. It was noted that some of the patients experienced a lack of benefit as a result of the migration. 6. 1 patient had the system explanted due to a loss of pain relief. 7. There were 11 lead replacements or revisions. 8. There were seven system explants or replacements. 9. There was one reported pocket revision. 10. There were 6 reports of lead replacements or relocation in a previous unpublished study. 11. There was 1 report of lead movement without revision in a previous unpublished study. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type; implantable neurostimulator. Product ID: 7435, serial# unknown, product type: programmer, patient. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7424, serial# unknown, product type: implantable neurostimulator. Product ID: 7435, serial# unknown, product type: programmer, patient. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7435, serial# unknown, product type: programmer, patient. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: 7425, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).